Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. Product code sxpp1b410. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However significant tool marks were noted on the body. The received suture was inspected, and no breakage suture was observed. But, the extreme was noted to be broken and damaged (crushed) on the surface probably caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The other section of the suture was not returned for analysis. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2024 and barbed suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.